Event description:
It was reported that the physician was attempting to treat a lesion in the lad with a 2.75mm diameter x 24mm length endeavor resolute (rx) drug eluting stent. The lesion was pre-dilated prior to commencing the stenting procedure. The device could not pass the target lesion. The physician used another brand device in order to complete the surgery. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed. Device evaluation: the device was returned for analysis. Patency of the wire lumen was checked when a 0.015¿¿ mandrel was attempted to pass through the wire lumen entry port to the tip, the mandrel could not pass through the inner lumen. There was a kink located on the hypotube at 70cm distal to the strain relief. The 7th, 9th, 10th and 11th distal segments on the stent appeared damaged. The 7th distal segment had one strut spread and slight overlapping. The 9th distal segment has one strut overlapping. The 11th segment had raised struts; the struts raised were from the proximal side indicating that the struts may have been raised during removal of the device from the patient. The distal tip of the catheter was slight stubbed. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Deformation problem. Conclusion results: known inherent risk of a procedure (stent deformation). (B)(4).